Event description:
Advocate from the (B)(6) stated his mother had taken a blood test at 11:00pm on the contour and received a low reading. Specific reading not provided. She ate some carbs and became hyperglycemic; she was shaking and fainting. A family member took her to the hospital where she was given insulin. She was discharged early the next morning. Test strip information was not provided. The advocate was asked to return the test strips for evaluation.

Manufacturer narrative:
The model # (4) was not provided. In some countries outside the us, customer information is not provided due to privacy laws.